Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing and low pacing impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was conducted which revealed insulation fracture to the rv lead. High voltage therapy was programmed off to resolve the event. The patient was stable with no consequences.